Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification; the metal cap exhibits moderate char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of " fiber cap detachment" could not be confirmed; a cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the fiber cap detached and the laser fired straight out of the tip (forward fire). The procedure was completed using a second fiber. Patient outcome ¿ok¿.

Manufacturer narrative:
(B)(4).